Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that the signal loss occurred a few minutes after he connected headphones to the smart device, and the connection was restored after the headphones were disconnected. Dexcom representative asked the patient to reconnect the headphones again to see if anything changed and the smart device was worked properly. Dexcom representative educated the patient on usage of bluetooth devices and how they can be used in conjunction with our application, but might cause intermittent interference. No additional patient or event information is available.